Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to change out her infusion set but it would not rewind. Blood glucose was unknown. Customer changed the battery but still did not rewind. The product will not be returned for analysis.